Event description:
It was reported that the home patient (hp) experienced sterile peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was not reported. On the same day, the patient was treated with unspecified antibiotics (dose and frequency not reported). The patient was hospitalized for four days before being discharged. At the time of this report, the patient was still being treated with antibiotics and was recovering from peritonitis. The pd therapies were ongoing. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13e06035 and h13c27069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).